Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed a separation between the second and third rib on the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. All tubing was detached near the connectors to attempt to allow testing. No functional abnormalities were noted with the detached tubing or connectors. However, with the separation in the pump bulb, most testing could not be completed. Because the available information did not indicate what factors may have contributed to the reported malfunction, and because no functional abnormalities were noted other than the instrument damage, quality cannot determine the cause of this reported event. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the pump bulb occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.